Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarm. The customer's blood glucose was 25.0 mmol/l at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer performed fixed prime and the insulin did exit. The reservoir will be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.